Event description:
Subject was not resuscitated. The date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered. Device did not cause or contribute to outcome.